Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an advanix rx biliary preloaded stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6), 2011. According to the complainant, during the procedure, while advancing the device through the scope, the stent and push catheter became lodged within the biopsy channel of the scope. The push catheter was able to be removed; however the suture broke and the stent released from the delivery system and remained lodged within the scope. The physician decided a stent did not need to be placed and the procedure was concluded. After the procedure, the stent was able to be removed while cleaning the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.